Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Based on the DHR evaluation performed, this complaint is deemed indeterminate from a manufacturing standpoint. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that during an anterior/posterior lumbar fusion procedure, the surgeon implanted the synfix for the anterior portion. The surgeon was placing the final screw and is unsure if the screw locked into the plate. The surgeon reported that the screw had a lot of tension and it seemed the screw kept advancing. The screw was left in place in the synfix spacer because the surgeon was not able to get the synfix screwdriver to interface with the synfix screw. During the posterior lumbar fusion, the t-handle stripped out and the threads of the sleeve broke while the surgeon attempting to insert the screw. The broken fragment was retrieved. Surgeon used another screwdriver sleeve to complete the procedure with no further problems. No adverse effect to the patient. This is 2 of 3 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 03/25/2012.

Event description:
This is report 4 of 5 for file (B)(4).